Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Event description:
The customer contacted baxter's service center regarding abdominal pain, which occurred on the homechoice .the caregiver (cg) stated the home patient (hp) was experiencing abdominal pain during fill 1/5. On (B)(6) 2012, product surveillance spoke with the clinical coordinator regarding the reported issue of abdominal pain. The clinical coordinator stated she just found out that the patient was hospitalized for abdominal pain, diagnosed with peritonitis, and admitted to the hospital on (B)(6) 2012. The clinical coordinator stated the patient was discharged on an unknown date in (B)(6) 2012 and plans to see the patient today to start back-up hemodialysis. The clinical coordinator has limited information regarding the medical status of the patient, hospitalization and treatment information, the cause of peritonitis, and stated she will call product surveillance when further information is obtained.